Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that they attempted to enter carbs and the numbers were scrolling. Customer then changed the batteries and the insulin pump alarmed failed battery test and then button error. Customer did not recall any significant events leading to the button error alarm. Customer decided to bypass troubleshooting. Customer's blood glucose reading at the time of the call was 146 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No scrolling noted. No button error alarm noted. The insulin pump had an intermittent up arrow button due to moisture damage on keypad traces. The insulin pump powered up properly. No failed battery test alarm noted during testing. All operating currents are within specifications. The insulin pump passed displacement test and self-test. The insulin pump had a cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked lcd window and stained end cap sticker.